Manufacturer narrative:
The baxter technician inspected the bed and could not duplicate the issue. Per the baxter user manual: to install the pendant into the siderail 1. Position the pendant next to the opening in the intermediate siderail or head-end siderail, depending on the cable length. 2. Insert the top edge of the pendant into the siderail so it engages the upper section of the siderail. 3. Rotate the lower edge of the pendant in until it clicks into position inside the siderail. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician found the bed to be functioning as designed. Based on this information, no further action is required. If any further information becomes available, the record will be reassessed as applicable.

Event description:
Baxter received a report from a baxter technician to report the versacare frame bed keeps going into reverse trendelenburg. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not know if this event was already communicated to another baxter department or authority.